Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had low impedances following their ipg replacement on (B)(6) 2025. The patient then underwent surgical intervention in which their stitches were reopened and the impedances resolved.